Event description:
Related manufacturer reference number: 2017865-2025-00295. It was reported that the patient presented for a routine generator change. It was noted that the pacemaker lost telemetry after interrogating with radio frequency (rf) telemetry and going to pacing system analyzer. The pacemaker was explanted and replaced. Initial interrogation of the replacement pacemaker showed wand only telemetry with stars illuminated on the tower. The physician continued the upgrade procedure and patient left the hospital with rf telemetry not established. During a follow-up in clinic, the pacemaker failed to be interrogated. The firmware was reset, and telemetry was restored. The patient was stable.